Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty removing the protective sheath could not be tested because the protective sheath was not returned. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during unpackaging of the 4.5x15mm nc trek balloon dilatation catheter (bdc), the protective sheath was difficult to remove, thus the bdc was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another bdc was used to successfully complete the procedure. There was no additional information provided.